Event description:
It was reported that a pt was being transported in a feet first, full up cot position. As the paramedics began to turn the cot around to load head first into the ambulance one of the cot wheels caught in a hole in the cement. The cot allegedly tipped over with the pt strapped on it. The paramedics were unable to catch the cot. The pt allegedly hit their head on the cement when the cot went down. The pt has subsequently expired. An autospy report is not availabe at this time.